Event description:
It was reported that there was diaphragmatic pacing due to the position of the left ventricular (lv) lead. It was also reported that the device had early battery depletion. The lv lead was capped and replaced with an epicardial lead. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.